Manufacturer narrative:
The device was received not deployed. During the investigation, the needle mechanism deployed upon manual rotation of the ratchet gear. The download data indicates that the device ran 43 pulses and was deactivated at pulse 43. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy. Cracks were found on the top housing. While the damage was found, it did not contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.